Event description:
It was reported that the insulin pump alarmed button error and had an unresponsive keypad. The blood glucose reading was unknown. The customer's father stated that it had been several days since the device had worked; the device would sometimes turn off and the issue was not resolved by a battery change. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.